Manufacturer narrative:
Original submission failed acknowledgement 3 (ack3) and was not realized until may 2021. Mesa worked with the esg help desk.

Event description:
Patient admitted to ER was tested with accula sars-cov-2 test, reporting negative results. Patient was diagnosed with covid-19 based on radiology results. Five additional tests with accula sars-cov-2 test on 5/14, 5/15, 5/16, and 5/18 were negative. Patient was diagnosed covid-19 based on radiology results. Patient samples were tested on (B)(6)with two other methods: cepheid and (B)(6) laboratories. Both of these tests were positive. No adverse event occurred. The used devices were not returned to the manufacturer, but devices manufactured and qc results from the same lot were evaluated with no issues. The manufacturer has not confirmed that the device malfunctioned. Information reported by user is being reported as required by 21 cfr 803.